Event description:
It was reported that during inspection the pump goes into "low pressure alert" and will not stop alarming. No patient involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that an incorrect screw was used to hold the odor filter door in place. The functional evaluation revealed that the device showed a low pressure alarm and the root cause identified as a defective vacuum pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.